Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Patient was scheduled for inferior vena cava (ivc) filter placement secondary to deep vein thrombosis. Access was gained via the left right internal jugular vein. An ivc filter was deployed infrarenal, approximately 1 1/2 vertebral bodies above the bifurcation. Approximately five years six months post ivc filter deployment patient presented with chest pain. A CT angiogram ruled out pe but indicated moderate pericardial effusion with interventricular septal flattening. Patient underwent pericardiocentesis where a detached ivc filter limb was noted. Following day, patient was scheduled for ivc filter retrieval. Radiology report findings indicated an embolized nitinol ivc filter strut in right ventricle and an additional fractured strut in inferior vena cava. The ivc filter and both detached limbs were successfully retrieved with no complications. Further information noted the acute pericardial effusion was possibly due to invasion of the right ventricle by the ivc filter strut. Patient discharged home in stable condition. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years six months post ivc filter deployment, a CT angiogram ruled out pe but indicated moderate pericardial effusion with interventricular septal flattening. Patient underwent pericardiocentesis where a detached ivc filter limb was noted. Radiology report findings indicated an embolized nitinol ivc filter strut in right ventricle and an additional fractured strut in inferior vena cava. The ivc filter and both detached limbs were successfully retrieved with no complications. Therefore, the investigation can be confirmed for limb detachment. However, based on the provided medical records, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: (B)(6) 2012); (B)(6) 2009). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device detached and the filter struts have perforated into the organs. The patient allegedly experienced pain and bleeding post filter deployment. The device was removed. All filter struts were removed from the patient¿s body. The current status of the patient is unknown.